Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurring leaking insulin cartridges in the ilet system with a blood glucose of 400 mg/dl, attributed to attaching the connector to the cartridge before inserting it into the pump, which constitutes a device leak associated with the reservoir component. Symptoms include nausea associated with hyperglycemia. Outcomes included unexpected medical intervention in the form of medication adjustment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with a device leak at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.